Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted due to the lead exhibiting high out of range shock impedances. The lead has been in place for a long time and calcification was thought to be the cause. This device and lead were replaced successfully. This lead has not been received for investigation. No additional adverse patient effects were reported.